Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not bootup, it was stuck at the loading screen. Review of the system log file fse found errors in the pc suite. To resolve the issue, fse reinstalled the pc suite software (version 2.2.7) and reloaded the backup and performed the adaptation of the rx tube and tests. After reinstalling software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.